Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the liver biopsy procedure. During a CT guided liver biopsy procedure, the needle was allegedly bent. It was further reported that there was a difficulty in removing the product from patient. Coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. That photo shows three marquee biopsy devices in which all those devices needles were noted to be bent. Based on the photo review, the reported bent needle can be confirmed and the reported difficult to remove cannot be confirmed. Therefore, the investigation is confirmed for the reported needle bent as the provided photo shows the bent on all three needles and the investigation is inconclusive for the reported difficult to remove as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the liver biopsy procedure. During a CT guided liver biopsy procedure, the needle was allegedly bent. It was further reported that there was a difficulty in removing the product from patient. Coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.